Manufacturer narrative:
H6: the delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Clinical trial. Same case as MFR #6000093-2006-01435, 60000. It was reported that post index procedure, the patient experienced a target vessel revascularization (tvr).one day prior to the index procedure, the patient was admitted with chest pain. Admission ECG showed normal sinus rhythm. Troponin was negative times three. The patient was sent for catheterization. Target lesion 1 was identified in the distal rca with 99% stenosis, 40mm in length and a 2.8mm reference vessel diameter. There was mild tortuosity. Target lesion 1 was treated with angioplasty, then placement of a 2.5x16 mm taxus express2 stent, a 3.0x16 mm taxus express2 stent, and a 3.0 x 8 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal lad with 90% stenosis, 28 mm in length and a 3.5mm reference vessel diameter. Target lesion 2 was treated with angioplasty, then placement of a 3.5x32mm taxus express2 stent. Following post-dilation there was "marked improvement of the lesion diameter". There was 0% residual stenosis. On an unknown date, the patient was seen in the office for symptoms consistent with unstable angina. Cardiac catherization was recommended. Two hundred ninety three days post index procedure, the patient underwent pci. The proximal rca was treated with angioplasty, then stenting with another manufacturer's 3.0x18mm stent. The mid rca was treated with angioplasty, then stenting with another manufacturer's 3.0 x 18 mm stent. The distal rca was treated with angioplasty, then stenting with another manufacturer's 3.0x33mm stent and another manufacturer's 3.0x15mm stent. All stent sites were post-dilated, resulting in 0% residual stenosis. The patient was discharged one day later on asa and plavix. In the opinion of the physician, there is an unknown relationship between the tvr and the taxus stent.